Event description:
It was reported that during a gastric bypass, after taking the third shot, the jaws of the echelon did not open any more, the device had to be changed. No patient consequences reported. No further information is available.

Manufacturer narrative:
Pc-(B)(4). Date sent: (B)(6) 2021. Batch # unk a manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: was the device locked on tissue with the jaws closed? No because it was after it was fired so the tissue release if yes, how was the device removed? What troubleshooting steps were attempted to open the device (e.g. Squeezing the closing trigger while simultaneously depressing the anvil release button, knife reverse switch, manual override)? Only with the release button did the jaws eventually open? No

Manufacturer narrative:
(B)(4) date sent: 2/15/2022 d4: batch # 377a82 h6: component code =g04 investigation summary the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one psee45a device was returned with no apparent damage and with no reload present. Upon further inspection, the firing trigger would not function as intended and felt loose. The firing trigger spring is loose inside the device and does not allow to open the jaws. In order to verify the condition of the internal components, the device was disassembled, and the spring firing trigger was noted to be out of its intended position. In addition, the device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence. The staple line and cut line were complete and the staples meet the staple form release criteria. The manufacturing record evaluation was performed and identified an issue related to the reported incident. The necessary actions to ensure the final product quality have been taken and documented in the appropriate quality system. The final quality release criteria were met before this batch was released for distribution. The damage to the spring firing trigger has been correlated to a manufacturing process. Based on the information currently available, a product issue was identified during the investigation of the sample received. This product issue will be addressed through ethicon endo surgery¿s quality system. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance.